Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device was broken/damaged. There was no patient involvement.

Event description:
It was reported that the device was broken/damaged. There was no patient involvement. Per report, the facility uses sani-cloth germicidal disposable wipe to clean their alaris devices.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in this MDR report. The report that pump module was broken was confirmed; however, the cause for the damage was not determined. The pump module had the instrument seal missing. O the right lower corner of the inner door and the hinge lower of the door assembly were broken. The event date was reported as 20 september 2024; time was not reported. Review of the pump module error log showed no recent errors were recorded related to the reported event. The last infusion observed in the event log was programmed, the infusion completed successfully with no alarms. The inner door and door assembly were temporarily replaced, for testing purposes only, with a known good dchu inner door and door assembly. The same infusion was programmed, and the infusion completed successfully. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.